Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there are cracks on the insulin pump. The blood glucose reading is 123 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was within operating currents within specifications during testing . The insulin pump passed self test, excessive no delivery alarm, rewind, basic occlusion, occlusion, prime and displacement tests. The insulin pump was received with minor scratches on liquid crystal display window and reservoir tube window and cracked case at display window corners.